Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 14sep2020

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator was plugged into a wall outlet ac power, but ran on battery power, shutdown, the patient then required a higher level of care and was placed on another ventilator. The customer reported that the unit was in use on patient at the time of the reported device symptom and adverse event.

Manufacturer narrative:
G4: 05nov2020. B4: 05nov2020. Philips authorized representative evaluated the device onsite with the hospital's biomedical engineer, and was unable to duplicate the symptom. No parts were replaced. The device passed all performance verification testing and remains at the customer site. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2020, the patient was receiving therapy via the v60 device, the device was plugged into a wall outlet ac power, but ran on battery power, shutdown, the patient required a higher level of care and was placed on another ventilator; device brand, model, and configuration not reported. No relevant laboratory data was reported. No device diagnostic report was provided or available for review. Philips was not able to confirm the reported device symptom. The cause could not be determined since the problem was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.